Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) then inappropriate shocks due to atrial arrhythmia. The patient reportedly skipped medications. Boston scientific technical services (ts) verified that the therapy was exhausted and the rhythm was not converted. No out of range measurements were observed. Moreover, boston scientific technical services (ts) further explained detection enhancements. No real programming changes recommended and suggested to control atrial arrhythmia. The crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory confirmed no episodes were stored on the date the patient expired. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the patient expired. There were no allegations against device functionality at that time. The local area field representative was contacted for additional information. At this time, no further information is available.